Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened on the lead was confirmed. Analysis revealed incorrect torque wrench insertions into the set screw were made by the user. Due to these incorrect attempts, the set screw was backed out of the connector block socket and it fell sideways across the socket. The user was unaware that the setscrew was now out of socket and laying sideways, therefore all several attempts that were made, were unsuccessful. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the set screw of the pacemaker could not tighten the lead to the header, and the septum area was tightened instead becoming loose. The physician elected to replace the pacemaker during the procedure. The patient was in stable condition throughout.